Manufacturer narrative:
The gore® viatorr® tips endoprosthesis instructions for use precaution section notes the graft-lined portion of the gore® viatorr® tips endoprosthesis should completely cover the intrahepatic tract, preferably to the ostium of the hepatic vein at the inferior vena cava. Discretion must be exercised during implantation of the device in order to minimize deleterious effects of obstructing portal perfusion, venous return, and potential anastomotic sites for subsequent liver transplantation. Regnaulta d, d¿alterochea l, nicolasa c, dujardinb f, ayoubc j, perarnau jm. Ten-year experience of transjugular intrahepatic portosystemic shunt for noncirrhotic portal hypertension. European journal of gastroenterology & hepatology 2018; 30:557¿562.

Event description:
This information was received through literature article "ten-year experience of transjugular intrahepatic portosystemic shunt for noncirrhotic portal hypertension" published in the european journal of gastroenterology & hepatology, may 2018. The study is a monocentric retrospective study concerning patients treated by tips between 2004 and 2015 for complications of noncirrhotic portal hypertension. The article reported a death which was partially related to the procedure because of a misposition of a covered stent (gore® viatorr® tips endoprosthesis) responsive to a quickly progressive liver failure in a patient with severe multicentric castleman¿s disease; death occurred on the 35th day during the induction phase of rescue transplantation. Further explanation of the reported ¿misposition¿ notes the covered part of the device was placed too far into the portal truck.